Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a remstar auto a-flex unit. The patient alleged that his mouth is dry after using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device is very noisy during operation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information in relation to a remstar auto a-flex unit. The patient alleged that his mouth is dry after using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device is very noisy during operation. The device was returned to the manufacturer's service centre for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was no error code found. The manufacturer service centre concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and the device was scrapped.

Event description:
The manufacturer received information from hong kong in relation to a remstar auto a-flex unit. The patient alleged that his mouth is dry after using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device is very noisy during operation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information from hong kong in relation to a remstar auto a-flex unit. The patient alleged that his mouth is dry after using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device is very noisy during operation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report, these sections: describe event or problem (b5) and reported country have been updated.